Manufacturer narrative:
Tubes inside the unit have started to melt. The perfect o2 is the same /similar to the (B)(4) product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).

Event description:
Tubes inside the unit have started to melt. The perfect o2 is the same /similar to the (B)(4) product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).